Event description:
During the installation of a waster disinfector and after applying power to the washer the service rep noticed smoke at the ground connection. The service rep observed that the ground wire insulation had begun to melt.